Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during pulse generator change, the device went into back-up vvi mode. The device showed elective replacement indicator. The device had loss of capture when it was being removed from the pocket. The patient was device dependent. The device was explanted and replaced. The patient was stable after the procedure.

Event description:
New information noted that the device was explanted due to early replacement indicator.

Manufacturer narrative:
The field complaint of backup operation was confirmed in the laboratory. The device was received in back up mode with battery voltage above the eri. The device went to backup mode due to transient nmi. The cause of the nmi could not be determined.